Manufacturer narrative:
Results: the jet7 was ovalized approximately 24.5 cm from the hub. The jet7 was stretched approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the distal shaft was stretched. If the jet7 is forcefully manipulated against resistance, damage such as stretching may occur. During decontamination, while flushing the jet7 the distal shaft expanded. During the functional test, resistance was encountered due to the stretched distal shaft bunching up inside the hub of the demonstration neuron max, and the jet7 could not be advanced any further. Further evaluation of the returned jet7 revealed an ovalization on the proximal shaft. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra sheath and a non-penumbra stent retriever. During the procedure, the physician completed approximately two to three passes using the jet7 and for the last pass a stent retriever was used. Afterwards, the jet7 was removed and while the technician flushed the jet7 on the back table, it was noticed that the distal tip of the jet7 expanded. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using another device and the same sheath. There was no report of an adverse effect to the patient.